Event description:
It was reported that a collection/abscess formed under graft. Patient had implant placed in 2005. Patient came to physician complaining of pain. Patient had no vaginal discharge. The physician examined the patient vaginally and rectally and noted the graft was intact. An ultrasound was performed and showed a collection/abscess under the graft at the rectal/vaginal septum. The patient will be going back to surgery for drainage of the abscess and testing for a rectovaginal fistula. After draining, the pt will be packed and put on a course of antibiotics. The treating physician is not the physician who performed the initial surgery.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. The product is manufactured using a controlled and validated manufacturing process. The prodcut is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.